Event description:
Pt's parents expressed a concern that there was an odor in the pt's room. Two of the pt's siblings fainted in the pt's room. The odor continued to get stronger. Engineering was notified and found the co2 monitor to be very hot and the odor was coming from the monitor.